Event description:
It was reported that the customer experienced hyperglycemia. The customer's blood glucose at the time of the event was 400 mg/dl and treated with insulin pen. It was also reported that the inpen app did not alert low/expired battery once the new inpen was paired. The customer was unable to complete troubleshooting to resolve the issue. Escalation was not possible due to insufficient information. No harm requiring medical intervention was reported, and no product return is required.

Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. This report is being submitted as part of a retrospective review per CAPA 686868. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.